Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2012, inratio: 1.1, lab: 2.6. Time elapsed between each method of testing is not provided. Patient's therapeutic range is 2-3.

Manufacturer narrative:
Investigation pending.